Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 28 days following the implant of this 34 mm transcatheter bioprosthetic valve moderate to severe paravalvular leak (pvl) was observed by transesophageal echocardiogram (tee). An additional tee and angiogram were performed in the operating room in which confirmed there was no infection or endocarditis. The bioprosthetic valve had expanded into the sinotubular junction (stj) since the final angiogram at immediate implant. The valve did not dislodge nor migrate as the depth of the implant did not appear different than at day one post-operative. Rather, it appeared the nitinol continued to expand. There were no other contributing factors. Ultimately, a 29 mm non-medtronic transcatheter valve was implanted inside the initial bioprosthetic valve which resolved the pvl. The patient was doing well and no additional adverse patient effects were reported.